Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation (B)(4)). This complaint was received by (B)(4) on (B)(6) 2012 from (B)(4) for product endotracheal tube size 8.0mm. Customer complaining: "the inside of the ett was disintegrating. They said it was like material was peeling off from the inside of the tube shaft".

Manufacturer narrative:
Based on the available information, this issue is deemed a serious malfunction because 'inner tube delamination' exposes the patient to the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the patient at the risk of alveoil collapse and/or oxygen desaturation with patient having to undergo re-intubation. The device was not returned th the manufacturer but was evaluated by kcc who confirmed that the material inside the tube was not induced during the extrusion process. They found no evidence that the material was plastic or synthetic polymer. The material recovered from the interior gave a positive blue stain result for albumin proteins testing, as did the control sample of skin. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.